Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported after refilling the patient she experienced symptoms of overdose after the drug was filled directly into the patient instead of the pump. It was further reported during refill there was injection without problems and with good technique and no errors in reprogramming, but the patient had symptoms like a bolus was administered. A small dose was passed directly to the catheter. The cause of the symptoms was drug effects, spinal block with local anesthetics. The patient was transferred from the emergency room (ER) to the intensive care unit (ICU) and was observed for 24 hours until the symptoms resolved by themselves. The issue had been resolved and the patient had a "100% recovery and was in her baseline." The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Additional information received reported patient/device information.

Event description:
It was reported the patient went to the pain clinic. The pump was refilled with a solution of bupivacaine 40 mg/ml and hydromorphone 6 mg/ml total 20 ml, rate 0.5 ml daily. The access was easy in the first attempt and the flush with 20 cc of saline and injection with a new solution (20 ml) was done very slowly. The patient tolerated well the procedure and was stable and in normal conditions after one hour. The pump was re-programed with the same settings, no changes and no bolus. Two hours later, when the patient went home she called to the pain service to inform that she started feeling her right leg was weak and numbed. She was recommended to transfer to the emergency room (ER) for evaluation. The patient was taken to the hospital and evaluated by a neurologist who informed the hcp that the patient had complete motor block in the right lower extremity (rle), and partial in the left lower extremity (lle) and had a sensitivity level t3 only in the right side. The patient¿s vital signs were within normal limits (wnl). The patient was totally alert, oriented times three and was breathing well. It was recommended to transfer the patient to ¿rpci¿ for evaluation and management in the intensive care unit (ICU). The patient was evaluated about 10 hours later; rle 0/5 motor. Lle 2/5 sensitivity level t4 right side, left side l1. The patient was completely alert, oriented times three, breathing well, vital signs wnl. ¿3 am: level: t9 right l4 left. Everything oriented to spinal local anesthetic block but without opioid induced respiratory depression.¿ the pump was re-interrogated, confirm; no bolus was given, same settings, no changes. The physician had been informed all the time. The physician recommended magnetic resonance imaging (MRI) that will be done today the following day at 10 am; motor left 5/5, right 3/5, sensitivity intact: recovering slowly. The tip of the catheter is at t7. The hcp planned to explant the pump and place a new one. No patient or device information or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. (Related (B)(4)).